Event description:
The facility representative contacted baxter on (B)(6) 2010 to report that about three minutes into turning on the infusor pump, the pump shuts down and all of the lights and alarms come on. The event occurred during patient therapy on an unknown date. Patient therapy did not stop. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).the device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.